Event description:
Report of infection rec'd via annual device tracking report. Follow up with hcp indicated that prior to the infection the pt had experienced an acute exacerbation of their multiple sclerosis requiring use of solu medrol and prednisone to control it. Pt also has a history of urinary tract infections. The infection developed as an abscess around the pump after the corticoseroid therapy. The device was explanted and the infection resolved.